Event description:
Pt reported obtaining back-to-back glucose results of 75 mg/dl, 121 mg/dl, and 89 mg/dl on the compact plus system. Pt noted that, at the time the results were obtained, she was feeling like blood glucose was low. Pt did not take any action based on results or symptoms. No resultant injury was reported. Pt did not provide the location where the discrepant results were obtained. Pt stated that quality control testing has been performed on the compact plus system; however, she did not know if values were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.